Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the software failed, and that after the software was uninstalled and reinstalled, the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that when the manufacturer representative (rep) attempted to load the navigation system, the rep received a ¿system problem detected¿ error. The rep then checked the "applications" -> "medtronic" menu and noticed that 1.0.3 was listed. The rep then switched to stealth user and upon logging in, there was no application to boot into. The menu bar across the top was the only actions that could be done, so the rep went back into stealth admin where the ¿system problem detected¿ error popped up again. The rep then uninstalled 1.0.3 and then reinstalled 1.0.3 and the installation failed again. The rep attempted to use remote presence, but it was not configured properly. It was also reported that after reinstalling the software, the issue was resolved.